Event description:
It was reported that the patient's device may need to be replaced due to depletion and the patient's physician was going to do a test next week to confirm. It was noted that the patient's device 'hasn't been working too good' and 'the lead wires are gone on 2 of the settings.' The device had not been working for the patient for about the last few weeks. The patient was 'at about 70%' when the device was working. Subsequent information received reported that the patient's physician thought there was a problem with the leads and was going to change out her device and leads in two weeks. It was noted that the patient heard her device could last 2-5 years and the patient's timeframe for her device appeared to be normal battery depletion. Additional information has been requested and when received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient¿s lead was broken. It was stated it was approximately four months prior, which was when the healthcare provider noted the patient¿s ¿symptom reduction went approximately from 80% to 50%.¿ it was indicated the patient had a new implantable neurostimulator and lead implanted the day before the date of this report. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).